Event description:
On (B)(6) 2011, the surgeon attempt to place a cervical plate model # 03-10-0352 with lot# w6281 and was using screws model # 03-12-4513 (unknown lot#) in the pt. The surgeon was placing a revision screw on the upper right corner hole and thought the screws were nonangulated correctly. He was unable to remove the screw by usual means, as it had stripped and had to drill out the screw. A new plate and screw set was placed into the pt. There was no ill outcome to the pt.